Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that they are getting settings not available cannot provide your desired intensity settings when charging setting in group a and group b and not in group c. Patient mentioned that they prefer using group a but they were getting that error. Patient mentioned that they think this happen when they try to charge the ins. Patient stated that this issue has been ongoing for a while now. Patient has a follow up appointment with healthcare provider (hcp) on june 10th. Agent reviewed information and redirected to hcp to address concern. Additional information was received from a patient. They stated that the cause of the out of regulation and the settings not available message were that their leads were impeded. They stated that on june 10th, 2026 they met with a technician who resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6)2020, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.